Event description:
The customer contacted Stryker to report that their device stopped during an intervention. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions.The patient involved is deceased. A clinical review will be completed.

Manufacturer narrative:
The customer notified Stryker the patient is deceased. A clinical review was completed and it was determined the device may have contributed to the patient's outcome.